Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced bradycardia during an endoscopy and the pulse generator exhibited intermittent output. No other external source was reported. No further information was available.